Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead could not be implanted because it could not be secured properly. The lead was not used and replaced during the procedure. The patient was in stable condition.